Event description:
Reported via social media. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. As the watchman access system and watchman flx delivery systems were being removed from the patient, a cardiac perforation occurred. The patient stayed in the hospital for nine days post-implant. Seven months later the patient has experienced fluctuations in blood pressure. The patient is currently on aspirin 81mg once daily. It was further reported from the healthcare facility that during the implant procedure, after the wds was released, as the watchman access system sheath was being pulled back to the right side and removed from the patient, an inferior pericardial effusion (pe) was observed and an inferior perforation was confirmed via transesophageal echocardiogram. Pericardiocentesis was performed and 400ml of fluid was removed. A drain was left in place and patient was transferred to the intensive care unit for fluid and blood pressure monitoring. The drain was removed 3 days later. It was further reported cardiac tamponade occurred.

Manufacturer narrative:
B5: information added. H6: patient codes - added e0605 cardiac tamponade.

Manufacturer narrative:
B5: information added. G2: report source updated. H6: patient and impact codes added.

Event description:
Reported via social media it was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. As the watchman access system and watchman flx delivery systems were being removed from the patient, a cardiac perforation occurred. The patient stayed in the hospital for nine days post-implant. Seven months later the patient has experienced fluctuations in blood pressure. The patient is currently on aspirin 81mg once daily. It was further reported from the healthcare facility that during the implant procedure, after the wds was released, as the watchman access system sheath was being pulled back to the right side and removed from the patient, an inferior pericardial effusion (pe) was observed and an inferior perforation was confirmed via transesophageal echocardiogram. Pericardiocentesis was performed and 400ml of fluid was removed. A drain was left in place and patient was transferred to the intensive care unit for fluid and blood pressure monitoring. The drain was removed 3 days later.

Event description:
Reported via social media. It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. As the watchman access system and watchman flx delivery systems were being removed from the patient, a cardiac perforation occurred. The patient stayed in the hospital for nine days post-implant. Seven months later the patient has experienced fluctuations in blood pressure. The patient is currently on aspirin 81mg once daily.